Manufacturer narrative:
Block b5 has been corrected. Block g2: report source: materiovigilance incident # (B)(4). Block h6: imdrf impact code f1001 captures the reportable event of canceled procedure post sedation. Block h11: the wallflex enteral stent and delivery system was returned for analysis. Visual inspection found the stent fully covered and undeployed. In addition, the stainless-steel shaft was returned detached and kinked, and the inner sheath was returned kinked. Product analysis confirmed the reported events of stent failure to deploy and inner shaft kinked. The investigation concluded that these events and the additional observed damage of stainless-steel shaft detached and kinked were most likely due to procedural factors such as lesion characteristics, the handling of the device, and the technique used by the physician, which could have resulted in these damages noted in the device. Therefore, taking all available information into consideration, the overall root cause of the reported event is adverse event related to procedure. A product labeling review identified that the device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was to be used to treat a stenosis in the lower colon during a colonic stenting for colon cancer with stent placement procedure performed on (B)(6) 2024. During the procedure, the stent was impossible to deploy. Additionally. It was noted that the inner yellow sheath was kinked, which prevented the stent from being released. As a result, the stent was removed, and the procedure was not completed. No patient complication was reported due to this event.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was to be used to treat a stenosis in the lower colon during a colonoscopy with stent placement procedure performed on (B)(6) 2024. During the procedure, the stent was impossible to deploy. It was noted that the guide catheter was folded. The stent was removed, and the procedure was not completed. No patient complication was reported due to this event.

Manufacturer narrative:
Block g2: report source: materiovigilance incident # (B)(4). Block h6: imdrf impact code f1001 captures the reportable event of canceled procedure post sedation.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was to be used to treat a stenosis in the lower colon during a colonoscopy with stent placement procedure performed on (B)(6) 2024. During the procedure, the stent was impossible to deploy, and it was noted that the guide catheter was folded. The stent was removed, and the procedure was not completed. No patient complication was reported due to this event.

Manufacturer narrative:
Block a3b: gender has been updated. Block b5 has been updated. Block g2: report source: materiovigilance incident # (B)(4). Block h6: imdrf impact code f1001 captures the reportable event of canceled procedure post sedation.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was to be used to treat a stenosis in the lower colon during a colonoscopy with stent placement procedure performed on (B)(6) 2024. During the procedure, the stent was impossible to deploy. It was noted that the guide catheter was folded. The stent was removed, and the procedure was not completed. No patient complication was reported due to this event. Additional information received on january 8, 2025: it was reported that the inner yellow sheath was kinked, preventing the stent from being released. Additional information received on january 22, 2025. It was reported that the stent was implanted to treat a colon cancer.

Manufacturer narrative:
Block b5 has been corrected. The additional information received on january 8, 2025, and january 22, 2025, have been included. Block g2: report source: materiovigilance incident # (B)(4). Block h6: imdrf impact code f1001 captures the reportable event of canceled procedure post sedation.